Manufacturer narrative:
The correct information has been included with this report.

Event description:
It was reported that they experienced high blood glucose level on friday (B)(6) 2018 before call. It was also reported that the customer also experienced hypoglycemia on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 25 mmol/l. Customer¿s other blood glucose level was 11 mmol/l and 17 mmol/l. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with pen. Customer was using auto mode. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.